Event description:
It was reported that the ventricular-side connector on the external pulse generator was broken, and also that a belt clip was missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed that the ventricle output connector was broken, and found that one bail and one bail cover were missing, the lower case, one bail cover, the ring cover, the atrial output connector and the battery drawer were broken, that the upper case was dented, the battery contacts were compressed, the ring was bent, the keyboard was scratched and the liquid crystal display (lcd) was out of specification, it was missing pixels and "bleeding." (B)(4).

Event description:
It was reported that the ventricular-side connector on the external pulse generator was broken, and also that a belt clip was missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.